Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 236511-01.

Event description:
The customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. It is unknown if the affected load was reprocessed or released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Correction from unknown load status to load was reprocessed. Correction from unk to 08/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, failure mode and effects analysis (fmea), concomitant product evaluation and visual analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 05/14/2015 to 11/12/2015 and trending was not exceeded. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The concomitant sterrad® 100nx was tested by a field service engineer. The unit was in working condition and no maintenance was required. The product was not returned since the issue was determined to be user error. The assignable cause of the issue can be attributed to user error. It was determined to be load related as the customer was overloading the unit. The fse instructed the customer to sterilize the scopes individually and the customer confirmed they have not experienced any further issues. The issue will continue to be tracked and trended.